Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the proximal reaming guide holder internal rod got stuck inside proximal reaming guide holder and was unable to be removed or completely advanced so was unable to be used.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :the device associated with this complaint was received for examination. The photo investigation and visual examination found the middle section of the handle nicked, however the device was functionally tested and the reported allegation cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot :a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation could not retrieve the required lot code. H10 additional narrative: added: d4 (lot), d9 and h4 corrected: h3.